Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2207302 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured upon inflation inside the patient. The device was removed and an additional mynxgrip was dropped and used successfully. There was no reported patient injury. Prior to inflation of the device balloon, contrast run of the common femoral artery (cfa) was performed, vessel size was appropriate, no calcium was noted, and vessel was not tortious. The device was inspected prior to use. The user was trained to the device. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). A non-cordis sheath was used with this device. There was no prior pta, stent, or vascular graft in the common femoral artery. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured upon inflation inside the patient. The device was removed and an additional mynxgrip was dropped and used successfully. There was no reported patient injury. Prior to inflation of the device balloon, contrast run of the common femoral artery (cfa) was performed, vessel size was appropriate, no calcium was noted, and vessel was not tortious. The device was inspected prior to use. The user was trained to the device. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). A non-cordis sheath was used with this device. There was no prior pta, stent, or vascular graft in the common femoral artery. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock open. The sealant and the advancer tube remained in manufacturing position exposed to blood. The syringe and the procedure sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2207302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. H6: 3331 code.